Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be fixated. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of unable to implant was not confirmed. As received, a complete lead was returned in one piece. The measured full helix extension length was within product specification. Visual, x-ray and electrical testing did not find any anomalies.